Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Patient reportedly misplaced her personal diabetes manager while running errands; she later returned home and tested her blood glucose (bg) levels with a backup meter. At that time and despite delivering a manual injection of insulin (6 units), patient's bg level was over 500 so her daughter called an ambulance and she was taken to the hospital. Symptoms reported include hyperglycemia. The patient was treated with fluids, insulin and dextrose; these treatments were all administered intravenously. She was also offered a breathing treatment but this was refused. The patient was still in the hospital at the time this medical event was reported.